Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported unable to pause insulin delivery or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the omnipod system continued to deliver insulin when patient paused it. Blood glucose levels decreased to 91 mg/dl. No additional information provided on call.